Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her blood glucose has been running higher than normal. Advised customer to check the drive support cap for any anomaly. Customer stated that the drive support cap is flush. Nothing further was reported.